Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The quote for repair was sent to the customer but expired due to lack of response, and no service was performed. Philips will reopen the complaint if new information arises. No work perform by philips. The codes were updated based on the investigation outcome evaluation method code was corrected.

Event description:
It was reported to philips that system was unreliable, which can indicate an issue with booting function. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.